Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Initial reporter: phone number unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient's leads were in a bad spot. The leads were replaced on (B)(6) 2018. The battery was also replaced electively. No further complications were reported.